Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they had a stroke shortly (unrelated to device/therapy) after their implant was put in and was in the hospital for 6 weeks. Caller stated they haven't been using the implant since then and wanted to know if the implant was still working. Caller mentioned that they called earlier for assistance getting the implant charged. Caller added that they are having a hard time getting the intensity they want. Agent walked caller through increasing the intensity in group a. Caller saw "settings not available" in group a at 4.0 intensity. Agent walked caller through changing from group a to group b. Caller confirmed that they were able to increase the intensity in group b up to 4.6 where they started feeling the stimulation. Caller noted that the stimulation intensified when they raised their legs. Agent had caller step the intensity back down to a comfortable level. Caller stated they remember how to use the device now and should be good to go. Agent reviewed the settings not available message with caller and redirected caller to their healthcare provider for further assistance.  On (B)(6) 2024 patient (pt) said they met with their doctor yesterday, and they told pt to contact the manufacturer regarding the ins not stimulating correctly and not delivering stim to the left side of their spine. Pt repeated some previously documented info, including their typical rep being on medical leave. They said their hcp provided them with contact info for a different rep, but agent understood they hadn't yet reached out on their own yet (name added to secure note). Agent reviewed information and offered to email reps in the area to ask for someone to give pt a call back to set up time to meet for reprogramming/interrogation of ins. Agent closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.